Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that aspects of the knee had mild skin breakdown.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. Gtin: cannot be confirmed as product number is unk_end.

Event description:
It was reported that aspects of the knee had mild skin breakdown.